Manufacturer narrative:
Device history records were reviewed with special attention to raw materials, subassemblies, manufacturing process and qc testing. This lot met all release criteria. Returned sample was evaluated. Sample received included one g2 filter, one 7f introducer sheath, one pusher wire with the handle cut off, the cut off pusher wire handle, cut off hypotube, y-body with a foreign connector attached (not from g2 filter system) and the cut off piece of the pusher wire hypotube stuck inside the touhy. The filter was measured and all measurements that could be taken were within specification. The y-body was clean and intact and had a stopcock of unk origin attached. The sheath was evaluated and it appeared that the filter was stopped just distal of the distal band. Visual inspection inside the sheath showed that the filter hooks were anchored into the wall of the sheath. All sheath measurements met specifications. The filter appeared clean and intact. All filter arms, legs and hooks were present and intact. Heat was applied to the filter and the filter took shape. Again, filter measurements were within specifications. The results of the investigation confirm the failure to deploy, however the root cause could not be determined. IFU (info for use) states the following: precautions: do not deliver the filter by pushing it beyond the end of the introducer catheter. To achieve proper placement, unsheath the stationary filter by withdrawing the introducer catheter. Do not twist the pusher wire handle at any time during this procedure. Warnings: delivery of the g2 filter through the introducer catheter is advance only. Retraction of the pusher wire during delivery could result in dislodgement of the filter, crossing of filter legs or arms, and could prevent the filter from further advacement within the introducer catheter.

Event description:
It was reported that upon implant, the filter would not fully deploy. The arms deployed, but the legs would not expand. A recovery cone was used to remove the filter. Another filter was implanted without difficulty. No pt injury was reported.